Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery; the motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm on alarm history screen. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during the fill cannula process. Customer stated a no delivery alarm would occur when attempting to fill cannula. Customer's blood glucose was unknown at the time of incident. The customer stated the drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.